Event description:
It was reported that there was a strong odor of insulin around the pump when the pt began to use cartridges from a new box with lot #b201584. The pt said that there was moisture on the outside of the cartridge but she could not determine the location of the insulin leak. She confirmed that her insulin fill technique was appropriate. The pt reported that she also noticed an increase in small air bubbles in these cartridges. She stated that her blood glucose was as 300 mg/dl without symptoms of hyperglycemia or the presence of ketones during the use of one of the cartridges.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.